Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a field service engineer confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a pyxis is blacked out and already check the wire and all but it still blackout. Happen just when try to pull med. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a field service engineer confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a pyxis is blacked out and already check the wire and all but it still blackout. Happen just when try to pull med. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.